Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving patient notification for eri. Last device check noted estimated longevity 4-6 months to eri. The device was found to be at eol. The device was explanted and a new device was implanted. Patient is good.